Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the radicular pain is a malpositioned implant. The most probable root cause for the hematoma is surgical technique.

Event description:
The patient had initial bilateral si joint arthrodesis in (B)(6) 2017. The patient later complained of left leg pain and was admitted to the hospital with a hematoma at the left side incision. Ten days after the initial procedure, the surgeon performed a revision surgery where he removed the most superior implant on the left side and placed a new implant of the same size and type in a more posterior position. He also drained and flushed the minor hematoma. The status of the patient following the revision procedure is not yet known.